Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) underwent surgical intervention due to low battery warning. During the procedure, the physician experienced difficulty inserting the existing lead into the replacement ipg. Reportedly, stimulation was not present postoperative, auto-reducing occurred, and impedances were invalid on multiple contacts. Subsequently, an additional surgery was required whereas the physician opted to explant and replace the ipg. Stimulation was resumed postoperatively thus resolving the issue.